Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the zimfoam finger splint, part number 66001700200 and lot number 15120200, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 13 apr 2016, it was reported from zimmer (B)(4) that two zimfoam finger splints had a loose particulate/ foreign substance in the product larger than 0.60mm. On 01 jun 2016, a returned product investigation was performed on the zimfoam finger splints. The physical evaluation revealed that the returned finger splints had a loose particulate/ foreign substance in the product. The results of the returned product investigation have confirmed the reported event. However, because the zimfoam finger splint is not a sterile product, there is no fault found with the product per zpc 8.400. The scope of that packaging materials inspection work instructions states on page 1 that ¿this process applies to all heat seals applied during sterile barrier packaging. This process also applies to all packaging materials and products¿. Also, as shown in section 8.5, the acceptance criteria for particulate using tappi t213 and t437 is only for ¿sterile¿ devices and packaging materials. While the returned product investigation confirmed that the zimfoam finger splint had a loose particulate/ foreign substance in the product, the zimfoam finger splint is a non-sterile product so there is no fault found with the product as per zpc 8.400. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The device history record (DHR) for the zimfoam finger splint, part number 66001700200 and lot number 15120200, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2016, it was reported from zimmer (B)(4) that two zimfoam finger splints had a loose particulate/ foreign substance in the product larger than 0.60 mm. On 01 jun 2016, a returned product investigation was performed on the zimfoam finger splints. The physical evaluation revealed that the returned finger splints had a loose particulate/ foreign substance in the product. The results of the returned product investigation have confirmed the reported event. However, because the zimfoam finger splint is not a sterile product, there is no fault found with the product. The scope of that packaging materials inspection work instructions states on page 1 that ¿this process applies to all heat seals applied during sterile barrier packaging. This process also applies to all packaging materials and products¿. While the returned product investigation confirmed that the zimfoam finger splint had a loose particulate/ foreign substance in the product, the zimfoam finger splint is a non-sterile product so there is no fault found with the product. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that loose particulate was found in the packaging. No adverse events were reported as a result of this malfunction.